Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) could not verify the reported issue. The fsr did not notice any leaks while the unit was being tested. The fsr cleaned the internal inline filer, checked unit calibrations and operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00496. Per the biomed: they have no knowledge of patient infection that may be associated with the cooler heater unit, they defrost the ice block daily, their maintenance process for the unit is performed in-house on six month preventive maintenance (pm) and the water was not cloudy or discolored. They are only using this as a back-up unit at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking. An "over-temp" alarm message was also observed (refer to emdr #1828100-2016-00496). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 22-jun-2016: it was reported that leaking occured from the cooler heater unit. The unit was changed out during set-up and did not delay the actual procedure. The case was completed successfully,without delay and without associated blood loss.